Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (does not recognize ECG signal) has been confirmed. Upon investigation, the monitor's case was cracked at the belt receptacle. Upon investigation one belt receptacle wire (#3) was broken and another pinched (#12). The cause of the inability to recognize and ECG signal was the broken belt receptacle wire. The root cause of the damaged receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to recognize an ECG signal.